Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hypoglycemia. It was reported that the customer had low blood glucose levels from 2.7 mmol/l to 3.0 mmol/l. Customer was treated with food for their low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the insulin pump had hardware low level failure alarm. Troubleshooting was done for the hardware low level failure alarm. Customer was able to clear the alarm. Customer did self test and the test did not pass. Insulin pump will not be returned for analysis.